Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. The insulin pump received with scratched case. The insulin pump was programmed with a test minilink and the glucose sensor simulator. The sensor feature working properly. No unexpected sensor cal noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump did not suspend when it was supposed to and kept giving insulin. Customer's blood glucose was 103 mg/dl and caller reported that threshold suspend was set to suspend at 115 mg/dl. Caller was advised that settings shows that insulin pump was set to suspend at 75 mg/dl, which caller stated that blood glucose had fallen lower than 75 mg/dl and did not suspend. Caller was advised that insulin pump would need to be replaced.